Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that they jumped into a lake prior to the alarm. Customer's blood glucose reading at the time of the call was 137 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked lcd window, minor scratches on lcd window, broken reservoir tube lip, and cracked belt clip slot. No moisture damage on motor assembly or electronic assembly noted during visual inspection.